Manufacturer narrative:
No button response due to corroded keypad traces. No "pump reacting on its own without buttons being pressed" noted.

Event description:
The customer reported via phone call that the insulin pump was reacting without input from them. The customer's blood glucose was 180 mg/dl at the time of incident. The insulin pump was returned for analysis.